Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue and subsequent misaligned aligned markers during cds removal could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the irregular movement of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced and the blue alignment marker was confirmed to be aligned. When the m-knob was applied, the cds would steer in the opposite direction, toward the atrial roof. The cds was removed, and it was found that the blue alignment markers were no longer properly aligned. After removal, the cds was outside the sterile field; therefore, a new cds was used to continue the procedure. Two clips were implanted, reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.